Event description:
No error messages, just image freezing. Procedure moved to another room to be completed. Impact was moving the patient and delay of cases due to being down a gi room due to the unit not working.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "image is freezing" occurred due to printed circuit board failure. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed a freezing image. The issue was found during an unspecified procedure. The procedure was moved to another room for completion with a similar device. The customer reported that an unspecified number of cases were delayed due to the device malfunction. There were no reports of patient harm. An additional event was created for the unspecified delayed cases. See related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and there was no image due to a faulty printed circuit board. Also, evaluation found the video connector latch was worn out, which caused poor connection with the pigtails. This event is under investigation. A supplemental report will be submitted upon receiving additional information.